Event description:
A 95 year old female with history of ppm insertion in 1979 with pulse generator change in 1985. Pt admitted with syncope and brachycardia. Battery change on 10/31/95 due to end of life. Lead wire removed at this time due to chronically high pacing thresholds causing exit block.